Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple alerts and was unable to use the pump. Tandem technical support attempted to gather more information regarding the issue, however, no further information was provided. There was no known impact to the customer's blood glucose. Reportedly, the customer has discontinued using the pump for insulin therapy and converted to manual injections.